Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, during a rhinoplasty procedure, when the needle crossed the synpor square sheet, it was observed that the plate had broken off. The surgeon changed to another one to continue the surgery. Delamination of the rough surface and smooth surface were noted, and some particles fell off. There were no adverse consequences to the patient and no surgical delays. This report involves three (3) synpor square sheet-sile 50x50/0.8 thick. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The complaint device was not received for investigation. A photo investigation was performed based on the provided product photographs attached to the notes and attachments section of the pc. Visual analysis of the photo revealed that 08.510.120s, synpor square sheet-sile 50x50/0.8 thick had broken. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected and released to approved specifications. The overall complaint was confirmed for 08.510.120s, synpor square sheet-sile 50x50/0.8 thick. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history part: 08.510.120s, lot: ds7006901, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 01 mar 2021, expiration date: 01 feb 2026. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.